Event description:
According to the available information, during loading of the guidewire, the guide wire didn't slide in the catheter, thus the guide wire looped in the extremity and never got out. The replacement of the catheter assisted by guidewire can't be done and finished without it. Clinical consequences: use of cystocath, so heavy pain and mobilization of medical and paramedical staff, ultrasound, anesthetic gas, etc. It was noted "use of a lot of xylocaine gel," and that the cause of the event was the product.